Event description:
A 6.0 mm diameter x 12 mm length racer renal rx stent system was inserted in a patient to treat a left renal artery lesion with 99% stenosis. The pt had type iii aorta arteritis with secondary hypertension. The lesion was pre-dilated with an unk balloon. The 6 x 12mm racer stent was deployed at 16 atm. Post deployment image showed a broken stent. A second 6 x 12mm racer renal rx stent was deployed at the broken site of the first deployed stent. No clinical sequelae were reported and the patient is fine. Medtronic has received the procedural images and their evaluation is not completed. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed products racer biliary stent otw.

Manufacturer narrative:
Other (required secondary intervention)- (stent deformed in-vivo).